Manufacturer narrative:
The device in question has not been received for analysis. The cause of the reported event cannot be determined at this time. If additional information becomes available, a supplemental report will be filed. The instructions for use states, before use, prepare, and inspect the instrument as instructed below. Should the slightest irregularity be suspected, do not use the instrument; use a spare instead. Damage or irregularity may compromise patient or user safety, pose an infection control risk, cause tissue irritation, perforation, bleeding, or mucous membrane damage and may result in more severe equipment damage. Always have a spare instrument available.

Event description:
The user facility reported that during a case the hx-202ur clip came out of sheath and fell apart. All parts were recovered from patient. The case was completed with a second like clip. No patient impact or injury was reported.